Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer found row board cable was not fully connected reseated the row board cable. Also found several pieces of debris in trays cleaned the debris tested no issue found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. While unloading medications the cubies refused to open. The customer attempted to resolve the issue but shown required maintenance message. And the pyxis was powered off using the maintenance button and the rear power switch. When the unit was powered back on the entire drawer was off bus. The device was powered off using both methods three times with no change observed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.